Event description:
A consumer reported he was experiencing blurry vision when reading and seeing light reflections underneath light sources when driving at night following bilateral intraocular lens (iol) implant surgery. He was treated with medications and was referred to a retinal specialist who told him "all was normal". Additional information has been requested. There are two medical device reports associated with these event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/10/2008 by fax and mail. A completed questionnaire has not been received.